Event description:
The laser displayed message: wipe fiber end. The fiber was wiped and resulted in message: high laser current. The rep tried another fiber with the same result. The doctor used a competitor's device to do a tuna microwave procedure to complete the case with no intervention or patient consequence. Patient was released in normal post op condition.